Event description:
Shock [shock], pale face [pallor], cold sweats [cold sweat], blood pressure was 87/61 [blood pressure abnormal], heart rate was 70 [heart rate abnormal]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) old female pt, initials (B)(6), with gonarthrosis. The pt had concomitant diseases of (B)(6). On (B)(6) 2012 at 16:20 pm, the pt initiated treatment with synvisc (hylan g-f 210) injection at a dose 2 ml, into both knees and 15 mins later at 16:35 pm, the pt experienced shock, her blood pressure was 87/61 with pale face, cold sweats and heart rate was 70 (abnormal). The lot number for synvisc was not provided. The action taken with synvisc treatment was not provided. It was reported that the pt rested with no treatment. On the same day, at 16:50 pm, the pt recovered from the events of shock, "blood pressure was 87/61" and "heart rate was 70" with blood pressure 104/70 and heart rate 63. The outcome for the events of pale face and cold sweats was not provided. Relevant concomitant medications included celecoxib and ketoprofen. The intensity for the events of shock, pale face, cold sweats, "blood pressure was 87/61" and "heart rate was 70" was not provided. The reporter assessed the relationship between synvisc and the event of shock as definite. The relationships between synvisc and the events of pale face, cold sweats, "blood pressure was 87/61" and "heart rate was 70" was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 05/29/2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.